Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed an increase in power consumption and estimated flow starting on (B)(6) 2020, leading to parameters above normal operating range and 100 high watt alarms have been logged since (B)(6) 2020. Log file analysis also revealed a controller fault alarm was logged on (B)(6) 2020 at 11:50:51, indicating an internal battery fault. As a result, the reported controller fault alarm was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported high power event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Information received from the site indicated that the patient had subtherapeutic international normalized ratio (inr), tea colored urine, and suspected thrombus, which was treated with tissue plasminogen activator (tpa). Of note, it was reported that the power consumption returned to baseline parameters after medical management. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 120. H6: FDA conclusion code(s): 4307, 22. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to depleted internal battery. The controller subsequently exhibited a high watt alarm. It was further reported that the patient had subtherapeutic international normalized ratio (inr) and suspected thrombus. The patient was bloused and started on tissue plasminogen activator (tpa). Ventricular assist device (vad) power consumption returned to baseline after medical management. The vad and controller remain in use. No further patient complications have been reported as a result of this event.